Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv tpn amino acid line disconnected during use. The following information was provided by the initial reporter: "writer called into room, tpn amino acid line had disconnected on its own without tampering, seems to be a new issue with the lines".

Manufacturer narrative:
Investigation: due to no photo or sample being received for investigation, the customer's complaint of separation could not be verified and the root cause of this failure remains unknown. A device history record review could not be performed due to no lot number provided.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d low sorb 2ss 0.2m cv tpn amino acid line disconnected during use. The following information was provided by the initial reporter: "writer called into room, tpn amino acid line had disconnected on its own without tampering, seems to be a new issue with the lines".